Event description:
A male pt reported using renu with moistureloc multi-purpose solution and experienced an eye infection with symptoms of matted eyes, light sensitivity and eye redness. The pt was diagnosed with mild keratitis in his left eye. He was prescribed tobradex and he subsequently recovered. A physician was not attributing the pt's event to a specific product but to preexisting dry eye condition.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.